Event description:
It was reported by the caller, clinical account specialist that they were going transseptal and the abbott agilis sheath perforated. The caller noted an effusion was noticed by the soundstar® ice catheter. The caller stated using contrast and the soundstar® catheter led to the discovery and confirmed the effusion. The caller noted the medical intervention provided to the patient was the monitoring of the blood pressure, and it remained stable. The patient last know status was stable. The caller noted the ablation was aborted. The caller noted no ablation was performed, a trupulse¿ generator (serial # (B)(6)) was set up for the case. The caller noted the carto¿ 3 system (serial # (B)(6)) software version 8.1.3.17. Bwi products: ismus catheter lot 31677193l, webster® quadrapolar catheter lot 31725618m, soundstar® catheter serial number (B)(6). The caller noted the catheters are not available for return. This report reflects information received by FDA in the form of a notification per 803.22(b)(2).